Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed and explanted and replaced. No patient complications have been reported as a result of this event.